Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for balloon burst, difficulty or inability to withdraw system through sheath, and system components separate during use - balloon are confirmed based on evaluation of the returned device. Evaluation of the returned product showed that the device conforms to specifications. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'when achieving 4 ml more than nominal volume, the balloon burst. The ds was pulled down to the descending aorta and attempted to be pulled into the sheath. However, the sheath was found to be longitudinally torn, and the balloon could not be pulled into the sheath. And during the attempt, the balloon tore further. The ds was placed on the flex tip inside the sheath and the balloon outside the sheath, and the sheath and the ds were pulled back together to the eia. The devices attempted forceful removal from the body, but the tapered tip of the ds caught on eia calcification and could not be moved. The physician tried changing the angle of the tip contact with the calcification, but the tip was not moved. Finally, the eia was surgically opened, and the ds could be removed.' Per evaluation of the returned device, the distal inflation balloon and nose tip were separated. There was a longitudinal and radial balloon burst on the inflation balloon, with balloon spring stretching and distal balloon wing flaring. Additionally, evaluation of the associated sheath which was returned showed that the sheath liner was partially delaminated, torn, and bunched at the distal end. The sheath shaft and tip were damaged, including multiple scratches. Review of the provided 3mensio imagery revealed that the access vessel was tortuous, calcified, and undersized. Per the IFU, the nominal inflation volume for thv deployment of a 29mm system is 33ml. In this case, it was reported that the balloon burst 'when achieving 4 ml more than nominal volume.' While the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. As the balloon had burst, the altered balloon profile may have made it more susceptible to catch on to the distal tip of the sheath and/or patient vasculature, which could have led to the observed withdrawal difficulty. Additionally, the minimum luminal diameter (mld) required for the 29mm delivery system and 16f esheath+ is 6.0mm. In this case, the patient's mld was 5.5mm, which is undersized. Calcification and tortuosity were present along the access vessel, including the abdominal aorta. Patient factors (i.e. Calcification, tortuosity, or small vessel size) may cause constrained sections of the anatomy that interfere with passage of the delivery system and can lead to further difficulty during withdrawal. Lastly, additional pull force or device manipulation applied to overcome the withdrawal difficulty may have led to the reported separation. The procedural training manual advises against using excessive force in the case of a balloon burst: 'do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off ['] if unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications.' As such, available information suggests that procedural factors (over-inflation) may have contributed to the reported balloon burst, while procedural factors (withdrawal of burst balloon) and patient factors (calcification, tortuosity, and undersized vessel) may have contributed to the reported withdrawal difficulty, and procedural factors (high withdrawal forces and device manipulation) may have contributed to the reported balloon separation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards japanese affiliate, the team encountered sheath insertion difficulty, delivery system (ds) balloon burst, and ds withdrawal difficulty requiring surgical removal were reported. During a left transfemoral tavr procedure, the left external iliac artery (eia) was narrow with calcification, and the vessel was tortuous; therefore, balloon angioplasty was performed with a 7 mm balloon catheter, and the access vessel was straightened using a lunderquist wire to allow insertion of a 16 fr esheath+. During the sheath insertion, there was resistance due to calcification and tortuosity. Balloon dilation was also performed in the sheath with the 7 mm balloon. A commander delivery system (ds) passed smoothly. A 29 mm sapien 3 ultra resilia (s3ur) valve was deployed; when achieving 4 ml more than nominal volume, the balloon burst. The ds was pulled down to the descending aorta and attempted to be pulled into the sheath. However, the sheath was found to be longitudinally torn, and the balloon could not be pulled into the sheath. And during the attempt, the balloon tore further. The ds was placed on the flex tip inside the sheath with the balloon outside the sheath, and the unit was pulled back together to the eia. The team attempted to forcefully remove the devices from the body, but the tapered tip of the ds caught on eia calcification and could not be moved. The physician tried changing the angle of the tip contact with the calcification, but the tip would not moved. Finally, the eia was surgically opened, and the ds and esheath were removed. No dissection was observed, but two stents were implanted as a precaution: a stent in the common iliac artery (cia) and a stent in the eia. The sheath liner was longitudinally torn about 5 cm from the distal end.